Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-sep-2025, the user reported a discrepancy between blood glucose (bg) readings, with a fingerstick at 234 mg/dl while the ilet showed ¿low¿ after recently replacing the continuous glucose monitoring (cgm) dexcom g7. The issue was likely due to the sensor being in warm-up or pairing mode. Bg later returned to range. The highest blood glucose (bg) recorded was 234 mg/dl. Bg was corrected as the cgm reconnected. The user was ill but reported no additional symptoms. No medical intervention was required.